Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (50 mg/ml at 28.466 mg/day), clonidine (444 mcg/ml at 252.78 mcg/day) and baclofen (555 mcg/ml at 315.98 mcg/day) via an implantable infusion pump. It was reported that the patient recently had a normal pump replacement and it was not believed that the hcp checked to see if the catheter was patent after the replacement. The caller stated that beginning in (B)(6) - (B)(6) 2019 during refills a volume discrepancy of around 11-12 ml more back than expected had occurred; the expected reservoir volume is around 2-3 ml and the actual reservoir volume is around 14 ml during both refills. It was noted that the patient had withdrawal symptoms during the refill procedures and at one point got so sick that they had to be hospitalized. The pump logs confirmed there are no issues with the pump. A catheter access port study would be performed as well as ensuring that the patient is being positioned in various positions so there are no intermittent kinks occurring. No further complications have been reported as a result of this event.

Event description:
Additional information received reported that the healthcare provider was unsure what led to the issue accessing the intrathecal space. The catheter was not patent and the healthcare provider was unable to implant a new catheter in regards to the device issue/therapy issue that resulted in the necessity to remove the entire system. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep) on (B)(6) 2020. The patient reported that they had not been getting pain relief in addition to the volume discrepancies. No environmental/external/patient factors that might have led or contributed to the issue were reported. A catheter revision/replacement was scheduled for (B)(6) 2020. The hcp was unable to access the intrathecal space and place a new catheter. As a result, the hcp decided to abort the procedure and explant the entire system. The issue was not considered resolved at the time of the event. The patient¿s medical history included chronic low back pain; ankylosing spondylitis.